Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was observed that during the device set-up/inspection, the powerseal 5mm activate button was stuck. There was no report of patient involvement or user injury associated with this event.